Event description:
It was reported that this right ventricular (rv) lead potentially exhibited loss of capture (loc). A health care professional (hcp) wanted a review of reports. (B)(6)technical services (ts) reviewed the reports and noted that the rv lead exhibited either loc or fusion beats. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).